Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - pump hw26858 - pump / catalog number 1103 / expiration date: 31-may-2018, no, device remains implanted - not returned to manufacturer MFR date: 06-may-2016, (B)(4). The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a bivad patient (left and right) was admitted on (B)(6) 2017 for septic shock. Site sent log files on (B)(6) 2017. Patient continued to decline, and family decided to withdraw care on (B)(6) 2017, patient expired soon after care was withdrawn. Of note, patient had been recently admitted for enterococcus bacteremia from (B)(6) 2017 through (B)(6) 2017. He had been noncompliant with medications and follow up visits. Site has not provided any further information on patient's death. Site states that death was related to multi system organ failure, and is not attributing death directly to the device. Family declined autopsy, therefore pump is still implanted and will not be returned. Peripherals being disposed of by site. Site states cause of death is related to multi system organ failure. No further information provided at this time.

Manufacturer narrative:
Original date MFR rec: 2017-08-21. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.